Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (B)(6) 2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured under nominal pressure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured under nominal pressure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found peeled outer layer throughout the length of the balloon. Frayed fibers were identified on the on the proximal cone of the balloon, and a disturbance in the fibers was noted on the distal cone. The device was inflated and water was seen exiting from a partial circumferential rupture. Therefore, the investigation is confirmed for peeled outer layer, frayed fibers, and for a circumferential rupture. The definitive root cause for the identified issues could not be determined based upon the available information. An investigation is currently open to address the peeling outer layer issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4, expiry date 03/2021.